Event description:
Explanted device along with the explant report was received at hq for investigation. As per explant report, the device is reported to have malfunctioned and recipient had poor sound quality. Recipient has been reimplanted with a flex24. No further information was received, despite request.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found.this is a final report.

Manufacturer narrative:
Additional information to final report: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore an incomplete insertion was achieved at initial implantation. Reportedly two channels were left outside of cochlea. The problems given in the recipient report appear to match the damage found.

Event description:
An explanted device along with the explant report was received at hq for investigation. As per device explant report, the device is reported to have malfunctioned and recipient had poor sound quality. The recipient has been re-implanted with a shorter +flex24 array. Per further information received in august 2019, there was no trauma reported. The outcome with the new device is much better and the recipient is happy with new situation.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device along with the explant report was received at hq for investigation. As per explant report, the device is reported to have malfunctioned and the user experienced poor sound quality.